Manufacturer narrative:
Not returned. As of today, neither device has been returned for analysis. It is suspected that the crt-d was buried with the patient. If the device is returned the event will be updated. No additional information is available at this time. If additional information becomes available the event will be updated.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was electively explanted and upgraded to this cardiac resynchronization therapy defibrillator (crt-d) without incident. New information received indicates that this patient expired due to unspecified cause. At the time of the patient's death there were no product performance allegations. A representative of the patient has retained legal counsel and filed a lawsuit. There were no specific allegations against the functionality of the device.